Manufacturer narrative:
Catheter model 8780, serial # (B)(4), implanted: (B)(6) 2012, catheter model 8780, serial,# (B)(4), implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported the surgeon had difficulty inserting catheter into catheter connector. Two different connectors were tried, but could not get passed the first collet. It was later reported that after the surgeon trimmed a portion of catheter and reinserted, he was not able to get the catheter all the way on but he was able to get the catheter past the first collet and connected. The system was used to infuse baclofen. No information was given regarding why the surgery was performed. No further information was provided.